Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. We observed the distal end of the ligature has ruptured and the catheter was missing the distal ligature. The proximal end of the ligature was observed to have been shredded. The catheter appeared to have been forcefully used during the procedure. At this time, we could not conclusively determine the root cause of the incident. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Therefore, we believe that it was an isolated incident. We have made our manufacturing operators aware of the incident. There was no harm to the patient because of this incident. The surgeon used another catheter to complete the procedure.

Event description:
The surgeon used syntel over-the-wire embolectomy catheter to remove a thrombus in a dialysis patient. During thrombectomy, when the surgeon removed the catheter shaft from the patient's blood vessel, he observed a thread-like object in the balloon part. The physician was able to remove it from the balloon by pulling it with his fingers. The surgeon then used another catheter of the same size to complete the procedure.